Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the asymptomatic patient presented for a routine clinical visit where it was determined the patient¿s right ventricular lead had become dislodged. The lead was explanted and replaced. The patient was stable throughout.